Event description:
Customer experienced an on-going issue with discrepant sodium results in 2009. Issue involves an unk number of samples. The frequency of the discrepancies is approximately one sample out of every 1000 samples. The only example provided was initial results 125 mmol per l which repeated normal (between 135-140 mmol per l). No low values were reported and no pts have been treated based on the low results.

Manufacturer narrative:
The field service representative determined a fluidics failure was the cause of the issue. He cleaned mixing bowls, both channel sv8 valves, sample probe line and rebuilt sipper syringes. He pefromed calibration and ran controls that were within specification.